Manufacturer narrative:
(B)(4). Batch # m55n9k. The analysis results found that the cdh29a device arrived in good visual condition with 22 preformed staples inside the pockets and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where within the gap setting scale was the orange indicator prior to firing? How long was the procedure time extended (minutes)? How large was the incision the surgeon made after the device did not staple or cut? Was the procedure converted to open once the incision was made? Was there any change in the patient¿s plan of care as a result of the extended operating room time or the incision that was made? If yes, please describe.

Event description:
It was reported that during a hysterectomy and video sigmoidectomy procedure, the stapler didn't cut and didn't staple. They did not hear the distinctive beep of the firing, although all standard procedures for use of the materials had been performed (closing, compression time and firing). There was an increase in the surgical time and the surgeon made an incision once the procedure was being carried out by laparoscopy. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.